Event description:
It was reported that the pump malfunctioned after getting wet. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections as a backup therapy while tandem technical support arranged to send a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, and the customer was informed about necessary steps upon receiving the replacement pump. The resolution included sending the replacement pump and providing instructions for the customer to store and return the faulty pump.